Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The pocket was opened with drainage; blood cultures were negative. The organism was identified as pseudomonas. The patient received antibiotic treatment and the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead were explanted and later replaced. No further patient complications have been reported as a result of this event.